Event description:
The customer has an 8100 module giving a 13-1064-1227 error. It was reported there was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/25/2018 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/25/2018 to the present date 10/20/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
The customer has an 8100 module giving a 13-1064-1227 error. It was reported there was no patient involvement.